Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿tissue reactions or allergic reaction caused by accumulation of metallic debris in and around the acetabulum.¿ number 15 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05898/05900).

Event description:
Legal counsel for patient reported that patient underwent bi-polar arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, lack of mobility, metallosis, elevated metal ion levels and metal poisoning. Subsequently, the patient was revised on (B)(6) 2006. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent bi-polar arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, lack of mobility, metallosis, elevated metal ion levels and metal poisoning. Subsequently, the patient was revised on (B)(6) 2006. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative notes reports the patient was revised due to aseptic loosening of the stem. The cup, head, and stem were removed and replaced.